Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment but could not pass through the vessel due to the resistance and calcification. It was noted that the stent strut was damaged while advancing into the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment but could not pass through the vessel due to the resistance and calcification. It was noted that the stent strut was damaged while advancing into the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.